Event description:
Customer sent a repair request reported with an issue of 'leak" . The issue found during an unknown event. There was no patient harm , no user injury reported due to the event. Device evaluation found peeling of the coating material of the image guide (ig) (insertion section) . The coating has come off 1 mm 2 or more. This report is being submitted for peeling of the coating material on the ig insertion section of the device found on device evaluation.

Manufacturer narrative:
Device return evaluation was completed . Device evaluation has confirmed the customer reported issue of "leak". Device evaluation found holes in the insertion tube causing leak. Watertighness not maintained due to holes. The watertightness of the operation part is not maintained due to external factors. In addition, the coating material of the ig (insertion section) found peeling, coating has come off (1mm2 or more). Furthermore, the following findings during inspection were noted on the device: the flexible tube of the insertion section found crushed due to external factors. Detachment of the index of the operation part observed due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, or external factors and handling. Olympus will continue to monitor field performance for this device.